Event description:
Pt tested on the suspect device with an inr result of 6.7 and a repeat result of 6.1. The lab inr was 3.96. The reporter stated that controls were always in range. They declined a replacement.